Event description:
Very critical pt needing a dialysis catheter threaded into right internal jugular. All drips were infusing through internal jugular. Dr wanted drips changed to "ra" line. New drips started and once an increase in bp was noted, the internal jugular drips were disconnected. Bp dropped. Hr dropped with pacing started. Nurse noted leak from tubing set on new drips and reconnected old drips. Leaking tubing replaced and drips connected to "ra". Pt paced for 30-45 minutes. Bp and hr took a long time to recover. Nurse states that without the first set of drips to return to, the pt may not have recovered.